Event description:
It was that the customer had a crack on the display of her insulin pump. Customer's blood glucose level at the time 100mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.